Event description:
The facility's oncology manager reported to baxter (B)(4) that a clearlink y-type catheter extension set was leaking from the luer connection. This occurred during use while connected to a patient. The drug being administered was sodium chloride 0.9% 250 ml with a cyto agent. There is no additional information at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition that a clearlink y-type catheter extension set was leaking from the luer connection was not confirmed during sample evaluation. Two companion samples were available for evaluation at the plant. No defects were observed during visual inspection and traction test. The sample was working within specification. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.